Manufacturer narrative:
This report is submitted on june 05 , 2017. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain, irritation and a wound at the implant site. Subsequently, oral and topical antibiotics were administered on (B)(6) 2017. The implanted device remains and the patient will continue to be clinically monitored by their healthcare provider.